Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of impedance problem was not confirmed while the reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Telemetry and impedance features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) did not exhibit a change to current of injury or impedance causing the physician to check the helix. Upon inspection, it was noted the helix on the lp had extended. The procedure was completed with a different lp. There were no patient consequences.